Manufacturer narrative:
The event occurred on an unspecified date within the "past two months". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps of three (3) amia automated pd cycler sets "fell off" from an unspecified line. This was observed prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.